Event description:
Complainant alleged that while monitoring a male pt with vital signs absent, the device displayed "poor pad contact" and "analysis halted" messages. Complainant indicated that the clinician changed pads and the prompts repeated, the clinician then obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.